Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) for the lot number 17746802l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant product: smartablate generator, us catalog #: unknown, serial #: unknown. Non-biosense webster, inc. - bard dx-20 catheter. (B)(4).

Event description:
It was reported that an (B)(6) male patient underwent a pulmonary vein isolation (pvi) for paroxysmal atrial fibrillation and a cavotricuspid isthmus (cti) ablation procedure for right atrial flutter with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis and surgical intervention. Pvi was successfully completed. Intracardiac echocardiography (ice) was negative for pericardial effusion. Thermocool® smart touch® sf bi-directional navigation catheter was retracted back into the right atrium for cti ablation. Cti ablation was initially performed at 30 watts. Power was increased to 40 watts and a steam pop occurred. Power was decreased to 35 watts for the remainder of the cti ablation. Ten minutes later, the patient became hypotensive and a pericardial effusion was confirmed via ice. Pericardiocentesis yielded an unspecified amount of fluid. Patient remained unstable. Patient was transferred to the operating room for open heart surgery. Patient required extended hospitalization as a result of the adverse event for surgical recovery. Patient fully recovered with no residual effects. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related, as a steam pop occurred near the atrioventricular (av) groove. Transseptal puncture was performed with a baylis medical transseptal needle. There is no sheath information. Generator was set on power control mode at 40 watts, 60 seconds, with an impedance of approximately 111 ohms at the time of the steam pop. Length of the ablation cycle when the steam pop was observed at the same tip position was less than 60 seconds. There is no further information regarding generator parameters or generator settings. Power was titrated up from 30 watts to 40 watts during cti ablation, then titrated down from 40 watts to 35 watts after the steam pop. Overall procedure time was 1:22:19. Last ablation cycle time at the site of injury was less than 60 seconds. Irrigated catheter flow was set on 2ml/min while not ablating and 15 ml/min while ablating. Patient received anticoagulant during the procedure with activated clotting time (act) maintained between 300-350 seconds during left-sided ablation. There is no information regarding shaft proximity interference value. Thermocool® smart touch® sf bi-directional navigation catheter was in close proximity to the coronary sinus (cs) catheter and the bard dx-20 catheter. Thermocool® smart touch® sf bi-directional navigation catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. Univu registration error occurred, indicating that it was incomplete. Physician does not use univu and the error was not related to the adverse event. Since this adverse event required medical/surgical intervention or prolonged hospitalization to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.